Manufacturer narrative:
(B)(4). This lot was manufactured from april 25, 2014-april 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused with a patient. The device was filled with fluorouracil. Approximately half of the solution remained in the device after being connected to the patient for two days. Solution still remained in the device after being left connected for an additional day. The expected infusion length was not reported. The patient¿s catheter was functioning properly. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.